Event description:
It was reported that a malfunction alarm occurred with the customer's pump, specifically displaying malfunction code 16, and it was not resettable. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed by technical support (cts) to replace the pump, and a backup insulin pump was arranged to ensure continued insulin delivery. The pump was confirmed to be under warranty, and the customer received instructions on putting it into storage mode before shipping it back to tandem using a pre-paid label within ten days.